Event description:
Report received of the enema pipe becoming lodged internally. The patient went to the emergency room where the enema pipe was removed. No report of adverse patient effect. Additional patient and event information was requested, but no further information was available.